Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for metacarpal fracture with two drill bits in question. During the surgery, two drill bits broke. Pieces of the drill bits were left in the patient. The surgery was delayed by less than 30 minutes. No further information is available. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 03.130.202s, lot: 5l63346, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 06 aug 2019, expiry date: 01 july 2029 . Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 03.130.202, lot number: f-27084, manufacturing site: sphinx werkzeuge ag, release to warehouse date: 21 june 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.